Event description:
Biomed (B) (4) reported that the hospital has had ongoing problems with model number 91341, 1.4mhz telemetry transmitters. (B) (4) is now reporting that a 91341 telemetry transmitter has signed onto the wrong telemetry receiver module. A telemetry transmitter which had been set to channel #1011, had improperly signed on to the telemetry receiver set to channel #1010.

Manufacturer narrative:
Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA. The customer reported an incident in which, upon being powered up, a telemetry transmitter would begin transmitting on the wrong radio frequency channel (ie a frequency other than the frequency on which it had been set to transmit). When this occurs, if another telemetry receiver at the site has been tuned to receive transmissions on this other (wrong) channel, the pt's waveform would be displayed on the central monitor as having been transmitted on this wrong channel. Prior to receipt of this complaint, we had already initiated a recall to address previously reported incidents of channel switching. At the time of this complaint, this customer's products had not yet been updated in connection with the recall corrective action. This recall is still in process.